Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found sensor's electrode out of cannula and bent cannula. Unable to confirm if customer received sensor with damage. Customer returned the product opened and used.

Event description:
It was reported that the sensor needle broke inside customer's body when customer was pulling out the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.